Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The fresh gas pressure transducer was found faulty and was replaced. Successful tests were performed, and the device was cleared for clinical use. The hospital kept the part and it has not been possible to perform any further investigations on the defective part. The received log shows that the pressure transducer test failed due to the measured zero pressure offset for the fresh gas pressure transducer pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. We have not been able to determine why the offset was outside the limit.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).